Event description:
It was reported that the balloon burst. The 40% stenosed target lesion was located in a non-tortuous and non-calcified an arteriovenous stenosis. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 1 atmosphere a second. However, the balloon burst when inflated under normal working pressure at 6 atmospheres and was removed without any other intervention. The procedure was completed with another of the same device. No complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located at the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per pcb2cm specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that the balloon burst. The 40% stenosed target lesion was located in a non-tortuous and non-calcified an arteriovenous stenosis. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During the procedure, the balloon was inflated at 1 atmosphere a second. However, the balloon burst when inflated under normal working pressure at 6 atmospheres and was removed without any other intervention. The procedure was completed with another of the same device. No complications reported and patient was stable.